Manufacturer narrative:
Concomitant medical products: metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog #: 0100185146, lot #: 2492868; metasul ldh, head adapter, s, -4, taper 12/14-18/20, catalog #: 0100185145, lot #: 2431429; femoral stem 12/14 neck taper, catalog #:00771100410, lot # : 61054541;. Therapy date - (B)(6) 2017. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer¿s reference number of this file is cmp-(B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain, pseudo tumour and elevated metal ions.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information does not change the previous assessment of this incident, an additional report will be submitted when additional information becomes available. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced in the previous report in the fields zimmer gmbh will close this case again. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient underwent a revision surgery due to loosening, pain and elevated metal ions.